Event description:
It was reported that during a prostate procedure @ 470,132 joules and 58 minutes of usage, a "fiber is defect" was reported. The procedure was completed using a second fiber. There was "no damaged to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently; the metal cap and distal end of glass cap were detached and not returned; the glass cap exhibited mild devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).